Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that since oct 24th, they have adjusted the therapy (increasing and decreasing intensity) at least 5 times, during all this time patient mentioned having the same symptom relief at nights previously reported but during the day the symptoms were now worse than before the implant, patient mentioned their pads just floods and the urge was still there. Patient mentioned during their follow up appointment health care provider (hcp) redirected patient to patient services and they were not happy with that because they don't know what to do with the therapy and the symptoms that they still have. Agent reviewed therapy expectations and correct stimulation with the patient. Patient will continue adjusting therapy, leaving the new intensity for some days and tracking symptoms to discuss them with the hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that they had the device installed on the 3rd and didn't go back to see the doctor until the 17th. Patient stated that they told the doctor it wasn't working very good and the doctor said for some reason the stimulator had gotten shut off. Patient stated that the doctor put them on program 3 and put it on about 2 and sent them home and told them to call if it didn't work. Patient also stated that they were still leaking all the time and they were able to sleep all night long without going to the bathroom but they still had leakage in the mornings. Patient mentioned that on monday (B)(6) they upped the stimulation to 3.2 and now they feel it occasionally but not all the times. The patient was redirected to their healthcare provider to further address the issue and they would call the healthcare provider (hcp) next friday. Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms.